Event description:
It was reported that this right ventricular (rv) lead was explanted approximately eight months post implant due to high thresholds. Another shorter rv lead was successfully placed. No additional adverse patient effects were reported.